Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis had been slow and sometimes froze, requiring a reboot. A technical support specialist followed product support engineer instructions to drop the database, repair it, and resynchronized and followed up with the customer to confirm no further issues and confirmed to close the case. The system functioned as intended after the product support engineer and technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5wicu had been running slowly and occasionally freeze, required a reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.